Event description:
With transducer v219 working as s219 (radiology application), depth measurements are inaccurate. With gen rad as power up program and v219 connected to any port, the depth is 180 mm; the measured depth will show 247 mm.